Manufacturer narrative:
The reported event could be confirmed, since the drill bit is broken as described in the event description. The device inspection revealed the following: the drill bit was returned for evaluation, and it can be confirmed that the drill bit broke apart at the crossover from the cutting flutes to the shaft. The broken fragment was not returned. In the shaft area of the drill proximal to breakage point, excessive stress marks are visible, also the cutting edges look slightly rounded and worn out on both sides of the flutes. During microscopic inspection, the typical view of a forced fracture, with no plastic deformation, a homogenous surface and a shear cavity on one side could be identified. Furthermore, a hardness test according to (B)(6) on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The event was most likely caused by a mechanical overload and worn-out cutting flutes from previous procedures may have played a certain role as well, since the drill bit was manufactured in the year 2020. If more information is provided, the case will be reassessed.

Event description:
As reported: "drill bit breakage. Was there any debris reported? Were they all removed from the surgical field/patient? Some fragments were damaged, but all were recovered. Fragments were found but all have been recovered. How was the event resolved? When using two plates, the plate screws were struck and damaged. The damage has been removed and addressed."

Event description:
As reported: "drill bit breakage. Was there any debris reported? Were they all removed from the surgical field/patient? Some fragments were damaged, but all were recovered. Fragments were found but all have been recovered. How was the event resolved? When using two plates, the plate screws were struck and damaged. The damage has been removed and addressed."

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.